Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to hypoglycemia and a car accident. The blood glucose level was 3.1 mmol/l at the time of the event, and the patient was treated with carbohydrates. The patient was released from the hospital in less than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.